Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired with blue reload and a cracking sound was heard. The customer said the staples formed and "edges were not thick." A white reload was used on next firing with the same stapler and same issue occurred. A new stapler was opened and was fired with gray reload and same issue occurred. The surgeon oversewed to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the firing mechanism damaged and with tr45w cartridge loaded in the device. The reload was received partially fired 1/3 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding.